Event description:
It was reported that the patient experienced a shocking or jolting sensation. A 1.5 t magnetic resonance imaging (MRI) with a transm it/receive head coil was used for scanning the patient's head for "ms" and transverse myelitis. All parameters were followed with the exception of not turning the implantable neurostimulator (ins) off prior to the scan. The patient felt a hot painful jolt in the right lower back and right buttock into the right leg. It was indicated that the ins was on the right hip. The hot painful sensation seemed to coincide with a gradient change, which most likely created some extra induced current on the lead. The MRI was stopped and rescheduled and the issue resolved. It was noted that based on the patient's symptoms, she felt that the device was functioning fine but her healthcare provider (hcp) was going to check.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v819353, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).